Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons intermittent) was confirmed. Upon investigation, the rear response button was not functional. The cause for the failure was caused by the rear response button center/ dome was crushed. The root cause of the damaged dome was physical damage. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons are intermittent.